Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of an ipg replacement was reported to abbott. The device was at its end of life (eol). The patient received notification approximately 2 months earlier that the ipg had reach eol. The procedure took place with complications and effective therapy was achieved. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined